Event description:
Event description boston scientific received information that the lead safety switch was triggered on this atrial lead. It was unknown if the impedance measurement that triggered the switch was high or low. There was noise apparent on the atrial electrogram as the patient sat without moving and one inappropriately stored atrial tachycardia episode due to noise. Technical services advised the clinician to reset the lead safety switch, reprogram the lead to bipolar configuration and discuss the noise issues with the patient's physician. Boston scientific received additional information that this lead was surgically abandoned and replaced with a competitive product.